Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. The loss of detection was duplicated during testing. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.

Event description:
The pt reported that he received a loss of prime warning on his pump. He stated that he disconnected from the infusion site, completed the rewind step, and then the piston rod did not stop during the load cartridge phase. The cartridge was emptied of insulin. The pt reported that he filled another cartridge with insulin and was able to successfully rewind/load/prime pump, but immediately received another loss of prime warning.